Manufacturer narrative:
(B)(4). It was reported that the device had performance fixation feature breakage intra-op. It was received for analysis an empty labeled winding former and a needle/suture combination of product code sxpp1a301. During the visual inspection of sample, the swage and attachment area were as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at the barbs and the sides of fixation tab broken were noted. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the condition of the sample, it could not be determined what may have caused the reported incident of: ¿the fixation tab of the stratafix was broken¿.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent spinal surgery on an unknown date and barbed suture was used. The fixation tab of the device was broken during continuous suturing on the fascia. There were no adverse consequences to the patient.